Manufacturer narrative:
Citation: sugiura et al. Transcatheter triple-valve intervention. Jacc cardiovasc interv. (B)(6) 2021;14(14):e179-e181. Doi:10.101 6/j.jcin.2021.05.029. Epub (B)(6) 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with who had previously undergone transcatheter aortic valve replacement (tavr) with implant of a medtronic 26-mm corevalve bioprosthetic valve (unique device identifier numbers not provided). The patient presented with increasing dyspnea and reduced physical capacity. Two-dimensional transesophageal echocardiography revealed severe aortic stenosis owing to calcified cusp degeneration of the tavr prosthesis, accompanied by severe mitral (mr) and tricuspid regurgitation (tr). Subsequently the patient underwent a procedure to address all three valvular issues in one procedure. First, a non-medtronic tavr prosthesis was implanted valve-in-valve in the corevalve prosthesis. Secondly, the mitral and tricuspid valves were repaired with implantation of non-medtronic clips. Post-procedurally, the patient recovered quickly and reported a significant improvement of her physical capacity. No additional adverse patient effects or product performance issues were reported.